Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (unknown) (unk mg/ml at 0.15 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated that the pump was  going to be removed tomorrow and inquired what they should do with their ptm. Patient stated that an infection developed at the incision site where the pump was implanted. They noticed some "bumps and blisters" about a month after implant and later noticed some pus in the area. That was sampled by the wound clinic and diagnosed as e. Coli.